Event description:
It was reported, the pt has not charged his scs ipg in several months, consequently, his ipg does not communicate with external devices. An sjm rep met with the pt and confirmed the issue. The pt is unsure if he wants to have his ipg replaced or removed because he may need to have an MRI for other conditions unrelated to his scs system. The next course of action is undetermined at this time. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.